Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a robotic assisted sleeve gastrectomy procedure, the reload was loaded on the idrive handle. The reload closed on the tissue but would not fire. Gore reinforcement material was used. Another reload was used to complete the procedure successfully. The packaging with lot number was thrown away. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.